Event description:
New information received notes that the patient presented to the clinic for a follow-up where the event was initially discovered.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and had micro dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.